Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The patient was also hospitalized for elevated potassium. The patient was treated with IV antibiotics. The cause of the peritonitis was unknown. Pd therapy was discontinued and the patient was placed on hemodialysis. The patient was also scheduled to have their pd catheter removed. The patient was discharged from the hospital and recovering from the events. This is report 4 of 5 for this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k07124 and no exceptions were observed that were related to the reported condition.